Manufacturer narrative:
Product analysis:visual review confirms rod broken. Multiple witness marks noted on rod. No surface defect identified immediately adjacent to the area of initial crack propagation that could contribute to crack initiation and propagation. Significant fracture surface damage and smearing is noted. Microscopic examination of the undamaged portions of the fracture surface identified a fairly flat fracture, with initial gently convex progressive striations and beach marks through the cross-sectional area. Dimensional inspection confirms rod diameter to be within print specification. After visual, microscopic and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with cyclic fatigue as the mechanism of failure.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 828-090, 510k# k964275 and UDI# (B)(4) is approved for sale in us. (B)(4) (revision surgery). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. However product images were submitted which appear to display broken rod with some indication of cyclic fatigue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with kyphosis underwent pedicle substraction osteotomy at t10-il. Post-op, rod broke at the area near l 5. Due to which on (B)(6) 2017, an additional surgery was performed to replace the broken rod and fixation was made to 4-rod fixation.